Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), prior to a transfemoral tavr procedure, a 16fr esheath was prepared as instructed in the IFU. No abnormalities were reported. During the procedure, blood was observed leaking from the valve of the esheath. The exact amount of blood was not provided; however, "more than the average" amount of blood leakage was reported. No further complications due to this event were reported.

Manufacturer narrative:
Additional information: model #, lot #, expiration date; device manufacture date; evaluation codes; narrative text. (B)(4). The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a kink, possibly from return shipping, present on the sheath shaft approximately 2.5 inches from the distal tip. Minor distal tip damage was present. Minor scratches on the sheath shaft were also observed. The sheath was expanded as designed. No other abnormalities were observed. During functional testing, the sheath was flushed at the stopcock housing. With no device inserted, no leakage was observed. However, when a 0.035 inch guidewire was inserted, a gross leak was observed when the device was flushed. No further testing was performed. With the guidewire inserted, a small gag was noted in the cross slit valve. Visual inspection on the cross slit valve was then performed. Slight damage was observed in the cross slit valve. A review of the most relevant work orders for the reported failure mode did not reveal any manufacturing related issues that could have contributed to this reported event. During manufacturing, the cross slit valve undergoes 100% inspection during the receiving inspection process to ensure that the slit width meets specification. The esheath final assembly undergoes 100% manufacturing and quality inspection for cleanliness and the sheath housing and hemostasis valves are inspected to ensure they are free of damage. The completed sheaths are inspected on a sampling plan during product verification testing. All samples passed the testing with no leakage observed. In this case, the complaint of the sheath housing hemostasis valve leakage was confirmed based on functional testing. However, the exact cause of the cross slit valve damage was not able to be determined. Based on the case information and the lot history review, it was not possible to determine if the damage occurred during manufacturing or during the use of the device. Due to the potential manufacturing related defect, awareness training was performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.